Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle cracked and leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "when using the material for application, it ends up cracking and leaking the liquid. Ended up losing the 1ml material and 2 syringes."

Manufacturer narrative:
H6: investigation summary three photos received by our quality team for investigation. Upon visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle cracked and leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: when using the material for application, it ends up cracking and leaking the liquid. Ended up losing the 1ml material and 2 syringes.